Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). 41 shocks were given to the patient leading up to a elective replacement indicator (eri), indicating the shocks occurred outside of an isolated episode. No additional adverse patient effects.